Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4194 implantable pacing lead - (B)(6) 2013; 5076 implantable pacing lead - (B)(6) 2013. (B)(4).

Event description:
It was reported that within a week of implant, the right ventricular (rv) and left ventricular (lv) leads exhibited a loss of capture. Additionally, the patient has developed a hematoma in the pocket area. Follow up is in process for additional information. The leads remain in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that within a week of implant, the right ventricular (rv) and left ventricular (lv) leads exhibited a loss of capture. Additionally, the patient has developed a hematoma in the pocket area. It was further reported that follow up was attempted for further information, but was unsuccessful. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.